Manufacturer narrative:
(B)(4) was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed one (1) high watt alarm logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar events and the risk documentation, possible causes of the high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, patient-related factors, and/or inappropriate setting of alarm thresholds. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was admitted for a suspected thrombus and that the ventricular assist device (vad) exhibited two high power alarms. The patient was treated for thrombosis. The vad remains in use. No further patient complications have been reported as a result of this event.